Event description:
Pump was sent to service center with note stating: "allowed a whole tubing of air to go down to the connection site". Attempts were made to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, or medication involved.